Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a shunt; however, the patient had been having allergic reactions to the silicone coating.